Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes hemolysis has occurred, which resulted in an inaccurate glucose results. The following information was provided by the initial reporter. The customer stated: ¿after centrifugation, severe hemolysis occurred in the blood vessels, resulting in inaccurate glucose detection results. Adr# (B)(4).¿

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes hemolysis has occurred, which resulted in an inaccurate glucose results. The following information was provided by the initial reporter. The customer stated: ¿after centrifugation, severe hemolysis occurred in the blood vessels, resulting in inaccurate glucose detection results.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis or erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (hemolysis and erroneous results) because the defect was not evident in the testing of the complaint lot samples. The parameters for retain and control samples tested, demonstrated clinically acceptable performance for all visual observations evaluated. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to hemolysis and erroneous results. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
Updated fields: d.4. Medical device lot #: 0283619. D.4. Medical device expiration date: 2022-01-31. H.4. Device manufacture date: 2020-10-09.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes hemolysis has occurred, which resulted in an inaccurate glucose results. The following information was provided by the initial reporter. The customer stated: ¿after centrifugation, severe hemolysis occurred in the blood vessels, resulting in inaccurate glucose detection results. Adr# (B)(4).